Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an ablation surgery, the right atrial (ra) lead dislodged into the right ventrilce and was revised. The lead remains in use. No patient complications have been reported as a result of this event.